Event description:
Information received indicates the head section was risen approximately 10 inches, stop, and then run back down on its own when the head up switch was released.

Manufacturer narrative:
The technician isolated the problem to a stuck CPR switch. He replaced the CPR switch to repair the bed.